Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following the sensor implant procedure the patient ((B)(6)) experienced renal dysfunction secondary to contrast nephropathy. During the sensor implant procedure radiopaque contract agent was used which has caused kidney injury and hospital admission to the patient. The patient was treated with medications which resolved the issue. The patient is a clinical study patient and the issue is related to the procedure but not to the device.